Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 09/11/2014 with the following findings: visual inspection revealed that the top of the battery cap had sustained physical damage. Measurements of the battery cap contact height were outside of the specifications, and the battery cap got stuck in the battery compartment. The reported event was duplicated. Unrelated to the reported event, the battery compartment of the pump was cracked below the grip pad.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. Reportedly, the user could not remove the battery cap from the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.